Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. E3: reporter is a j&j sales representative. H3, h6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample did find any indication of a product defect with the viper2 final tightener handle. A dimensional inspection was not performed as it is not applicable to the complaint condition. A functional test was performed. The device is performing high specification according to relevant document (manufactured). The complaint condition was replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the viper2 final tightener handle would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A review of the receiving inspection (ri) for viper2 final tightener handle, was conducted identifying that lot number gb0608 was released in two batches batch1: lot qty of (B)(4) units were released on 19 june, 2008 with no discrepancies. Batch2: lot qty of (B)(4) units were released on 23 june, 2008 with no discrepancies. Supplier: gauthier as a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during post-op inspection, instrument was found that doesn¿t pass quality check. The viper2 torque handle probably needs calibration or repair, no product numbers are visible. This report is for one (1) viper2 final tightener handle this is report 1 of 1 for complaint (B)(4).